Manufacturer narrative:
(B)(4). Date of initial report: 01/29/2016. Date of follow-up report: 02/18/2016. Evaluation of the returned sample confirmed the reported failure. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: (B)(6) 2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a surgical liver ablation the antenna worked well during the first ablation. When they started the second ablation, a temperature too high error occurred. The procedure was stopped and not completed. There was no injury to the patient.